Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. At this moment, there is no information that suggest data analysis was performed prior to the explant procedure to confirm this observation. No additional adverse patient effects were reported. The product is expected to return for analysis. Additional information was received indicating the device was replaced with a non-boston scientific product.

Manufacturer narrative:
The complaint device has not been returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is "no problem detected". Updated fields: tab e: initial was reporter information was added as additional information was received.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. At this moment, there is no information that suggest data analysis was performed prior to the explant procedure to confirm this observation. No additional adverse patient effects were reported. The product is expected to return for analysis. Additional information was received indicating the device was replaced with a non-boston scientific product. The product was received for analysis.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. At this moment, there is no information that suggest data analysis was performed prior to the explant procedure to confirm this observation. The device was replaced with a non-boston scientific product. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.